Event description:
A review of service data has detected a reportable event. Upon servicing of monitors sn (B)(4), the monitor displayed a service code 31 (over-voltage stuck fault) and was unable to deliver a pulse. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor displayed a code 31 (over-voltage stuck fault) and was unable to deliver a pulse. The cause for the inability to deliver a pulse was the code 31. The cause for the code 31 was defective components u7, a high power factor pre regulator, and q5, a 115 ma, n-channel, surface mount, mosfet. The root cause for the defective u7 and q5 components cannot be positively determined. No adverse event resulted form the fault. The last pt to use this monitor did not report any deficiencies.